Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited cross-talk oversensing of atrial signals on the right ventricular (rv) channel. Technical services (ts) reviewed the event and recommended reprogramming the sensitivity to 1.5 mv. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited cross-talk oversensing of atrial signals on the right ventricular (rv) channel. Technical services (ts) reviewed the event and recommended reprogramming the sensitivity to 1.5 mv. No adverse patient effects were reported. This ICD remains in service. Additional information was received indicating that, after the change of the sensitivity to 0.7 mv, the oversensing was still observed. Technical services (ts) recommended to continue adjusting the sensitivity and other troubleshooting options. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited cross-talk oversensing of atrial signals on the right ventricular (rv) channel. Technical services (ts) reviewed the event and recommended reprogramming the sensitivity to 1.5 mv. No adverse patient effects were reported. This ICD remains in service. Additional information was received indicating that, after the change of the sensitivity to 0.7 mv, the oversensing was still observed. Technical services (ts) recommended to continue adjusting the sensitivity and other troubleshooting options. No adverse patient effects were reported. This ICD remains in service. Additional information was received indicating that after the last reprogramming changes, the patient had been experiencing dizziness. Technical services (ts) reviewed the events and provided reprogramming options that could mitigate the patient's symptoms. No adverse patient effects were reported. This ICD remains in service.